Manufacturer narrative:
Product event summary: the 12fcc20 with lot number 0012614306 and patient data files were returned and analyzed. The patient file showed eight applications were performed with catheter afapro28 / 23483-004 and system notice 50032 (the safety system has detected a compromised outer vacuum) was received during the ablation at applications 6 and 7. The patient file also showed nine applications were performed with catheter afapro28/23483-013. The console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure, and flow readings were as expected; however, the the temperature profile was unexpected (the temperature reached -78 degrees celsius in less than 20 seconds) during the transition phase at application 7. The received failure file showed system notice 50032. Visual inspection of the shaft, handle, and side port did not reveal any anomalies or issues. The steering mechanism and deflection tests were performed; no anomalies were discovered. Leak testing was performed. The pressure test with the 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.17275 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed a severe leak. During inspection and pressure testing of the handle segment, a leak path was identified at the side port tubing to hub bond. In conclusion, the reported "air ingress" issue was reproduced during testing. The sheath failed the returned product inspection due to a side port tubing to hub bond leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the balloon froze down to -73 degrees (°) and was replaced which resolved the issue. Additionally, the sheath showed an air inlet which could not be removed despite several attempts, necessitating its replacement which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afapro28 (lot: 23483); product type: 0624-arctic front catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.